Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "heat" was found. During service the device failed the pre-repair diagnostic assessment temperature test. If add'l info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that the device was being returned for service. During service of the device, it was noted that the device failed the temperature test. It is unk if the device was being used in surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no add'l info provided.